Event description:
A review of programming history shows that the high impedance was first seen on (B)(6) 2012. At this time, the patient¿s device was disabled. Diagnstocs on (B)(6) 2013 (after lead revision surgery) were with normal limits.

Event description:
A nurse reported to our country manager in (B)(6) that they had a vns patient with a potential lead break. On (B)(6) 2012 high impedance detected was (10.000 ohms). X-rays were ordered and device switched off. The patient will occasionally roll off his low bed onto the floor and occasionally rolls around the floor so may have knocked the generator. The patient has been referred to a neurologist. X-rays were received for review. The generator appears in the upper left chest, in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pins appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. A strain relief loop and bend were present but not as specified in labeling, as the bend was not performed with the length that the labeling indicates for each section. Three tie-downs were used, two holding the loop and on placed distal to the bend. Per manufacture labeling, a strain relief bend should be placed starting 3 cm from the anchor tether and should be secured with a tie-down parallel to the anchor tether. A large loop should then be formed and secured with an additional tie-down to allow for full neck movement in all directions. The generator was not completely visible and could not be fully assessed as parts of it were behind the generator. No gross fractures were observed. No clear sharp were found either, but a suspicious portion presented what appeared to be an angle at the level of the strain relief bend. Based on the x-rays images, no clear cause for the high impedance could be identified, although a suspicious portion that presented what appeared to be an angle in the lead coils was found.

Event description:
The patient has been referred to be seen by a surgeon. No appointment date set or surgery date set at this time.

Event description:
The patient underwent lead revision on (B)(6) 2013. The lead is not available for return. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of programming history.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction suspected, but did not cause or contribute to a death or serious injury.